Event description:
It was reported that this pacemaker system was explanted due to endocarditis. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was disposed.